Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2024-03766. Device investigation is completed; please see updated codes in this report.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the buttons aren't working. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.